Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. No history anomaly or pump reset noted during testing.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. No history anomaly or device reset noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 217 mg/dl. The customer¿s blood glucose level at the time of incident was 500¿s mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The customer¿s mother reported that the insulin pump was malfunctioning and the basal rates was erased in the insulin pump. The customer reported that the drive support cap was appeared to be normal. The insulin pump will be return for analysis.